Manufacturer narrative:
During device evaluation at olympus, it was found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the up/down knob could not be locked securely due to deformation of the forceps elevator lever, the bending section cover adhesive was chipped, the connecting tube was dented, the universal cord was buckled, and the right/left know was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope failed microbial testing. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.